Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the customer through the process, after which the error did not reoccur, and the customer successfully started a new sensor session.